Event description:
The jaws of the instrument would not open (unlock) after the tissue was sealed. The nurse indicated that they had to pull the instrument off the tissue following the seal. A second device used and the procedure was completed without further complications. The facility reports an unspecified degree of tissue damage at the site of the locking jaws. However, there were no reported residual injuries or ill effects to the patient as a result of this event.